Event description:
It was reported that in-stent restenosis occurred. On an unknown date in 2018, the subject was noted to have total occlusion of the right superficial femoral artery (sfa) with 100% stenosis. On (B)(6) 2018, 100% stenosis at right sfa was treated with placement of innova 6.0 x 120 mm and innova 7.0 x 120 mm stents. Post intervention, the subject was noted to have re-occlusion of the innova stents. On (B)(6) 2018, the re-occlusion was treated with placement of innova stent 6.0 x 40 mm, proximally at target lesion and additional plain old balloon angioplasty (poba) was performed with a 6.0 mm balloon. Antithrombotic therapy was performed with direct oral anticoagulant and dual antiplatelet therapy. On (B)(6) 2019, contrast imaging revealed right sfa with 50-99% in-stent restenosis. Intervention was performed by poba using a 5.0 mm balloon. On (B)(6) 2019, re-exacerbation of intermittent claudication was observed and computed tomography angiography (cta) was performed and revealed severe stenosis in the entire area of the stent in the sfa. On (B)(6) 2019, the sfa was intervened with a 5.0 mm drug-coated balloon (dcb). Evaluation performed prior to enrollment into the saval study revealed no in-stent re-stenosis of the innova stents. The subject was enrolled into the saval pivotal study on (B)(6) 2020 and the index procedure was performed on the same day. The target lesion was located in the right tibial peroneal trunk involving the peroneal artery, which had 90% stenosis, proximal reference vessel diameter of 3.25 mm and distal reference vessel diameter of 2.50 mm respectively with a length of 35 mm. The target lesion was treated with 40 mm x 180 mm standard percutaneous transluminal angioplasty. Post-treatment 25% residual stenosis was noted. On (B)(6) 2020, the subject was discharged to home on clopidogrel and other anticoagulant medication.